Event description:
It was reported that when a pt returned for a f/u visit following a cervical radiofrequency ablation, they complained of increased pain to the area. According to the surgeon, there was no indication of problems with device during the procedure. No medical intervention was required.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.